Event description:
It was reported the unit was damaged from being dropped. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event that the upper and lower cases were broken. It was also noted that three control knobs, battery drawer, battery latches and output connector were broken, the high rate cover was missing, the ring cover was missing, two side bail covers were broken, the ring and one side bail was missing, the battery contacts, battery flex and heart lead flex were contaminated, the main printed circuit board (pcb) was out of specification and the interconnect flex was out of specification.